Manufacturer narrative:
The approximate age of the device was 3 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced high power and flow estimates. Healthcare providers suspected pump thrombus. Abbott technical services reviewed the log files and observed a few speed drops and low voltage supply values when connected to power module. It was then reported that the patient's ldh, plasma hemoglobin, pump power, and flow were elevated. The patient was admitted and put on heparin and fluids. A CT scan confirmed a thrombus in the outflow graft. The patient was not a candidate for pump exchange, so the lvad was shut off and cardiac function was supported with medication. The patient subsequently expired. The lvad was not explanted.

Manufacturer narrative:
Investigation summary: the report of elevations in pump power and flow and no external power alarms can be confirmed based on the submitted log file. The log file contained approximately 14 hours of data, spanning from (B)(6) 2019 23:32 to (B)(6) 2019 13:38, which captured several elevations in pump power and calculated flow. Pump power ranged from 6.7 watts to elevations as high as 15.2 watts, while pump flow ranged from 6.8 lpm to elevations as high as 12.0 lpm. Avg. Pi ranged from 1.9-4.7, respectively. Specific causes for the changes in pump parameters cannot be conclusively determined. The patient was admitted due to suspected thrombus, and their labs were taken which revealed elevated ldh near 1200 and plasma hemoglobin of 61. The patient was put on heparin and fluids and was monitored as an inpatient. An echo and EKG were performed which revealed that the patient¿s heart had recovered enough to occlude the outflow graft. It was determined to prevent backflow through the pump, that it would be beneficial to ¿decommission¿ the pump, leaving it implanted in the patient but turned off. A cta was performed, and once it was determined that the outflow graft was sufficiently occluded, the patient¿s pump was turned off. The patient was stable immediately after turning the pump off; however, they ultimately did expire. No autopsy was performed, and the device was not explanted. No product available for investigation. Hemolysis and thrombus are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The section entitled "pump performance monitoring" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. The relevant sections of the device history records (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on the event.